Event description:
Healthcare professional reported left side rupture confirmed via MRI and exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events rupture and anxiety - product/ procedure was received on (B)(6) 2025, with lot number 2663550 . Based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: no observed. As per the investigation procedure, crease wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture" confirmed via MRI and "exchange of textured devices due to product concern". Device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and exchange of textured device due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, e1, h6